Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed soreness due to the device pressing on the patient. The patient's home health nurse reported that the electrodes were pressing down on the patient's ribs, causing soreness. It was reported that the patient's skin did not have any injuries. The patient's home health nurse suggested the use of a pillow under the patient to relieve pressure. During follow-up, the patient reported that due to her body type, not much could be done for comfort and the soreness was still present. The patient requested no more follow up calls.